Manufacturer narrative:
A review of the device history record is not possible as no lot number was provided. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. All information reasonably known as of 28-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that when the nasogastric tube was removed for replacement, it was found that there was no weight on the end of device. It occurred within a month following the initial device insertion. The patient took an x-ray inspection and the weight was found to be in the patient¿s body. The physician decided to wait until detached component to pass naturally via the gastrointestinal tract. The physician confirmed the weight was passed. There was no patient injury. No additional information was provided.

Manufacturer narrative:
One (1) used sample was returned without the original packaging. The broken portion of the tubing was not returned. The separated or detached weighted tungsten bolus portion of the tube was not returned with the sample device. No other abnormalities were noted on the tubing except the distal portion of the tube which appeared discolored. The separation point of the tubing and the weighted tungsten bolus was examined. A shiny residue appearances was noted on the tip of the tube (top view) and around the tubing (at distal end). There were no jagged appearances nor cutting effects observed. No root cause was identified. All information reasonably known as of 17-may-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a halyard health product is defective or caused serious injury.